Event description:
Tibial tray loosened after only 14 months in situ. The post op x-ray was only slightly varus. The tray was very loose at the time of revision surgery. Initially the surgeon suspected infection, but none of the usual markers indicated infection nor did intraoperative histology and cell counts. The cement had a strange granular appearance in the proximal tibia. The articular surface appears very pitted and it appears scratched underneath. Thus said, the articular surface was attached to the tray and did not appear to have come loose. The surgeon is experienced with nex gen and has very few revisions with this system. Would be very interested to know whether there is any issue with the polyethylene as it appears discolored and far more pitted than one would expect from being implanted for such a short period of time. Any explanation for the apparent scratching under the underside of what appeared to be a well fixed art surface.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.